Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for lumbar radiculopathy. The patient reported that their implantable neurostimulator (ins) only worked for 8 months after it was implanted. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the device was presented to them as being chargeable. They stated that the manufacturing representative (rep) gave them the impression that they could wear the recharger and move around or at least be comfortable. The patient explained that the recharger would not charge the ins without putting extreme pressure on it. They added that they would need to sit in a chair for several hours with books behind the charger to get the ins to charge some. The patient indicated that they spoke to the rep and their physician, who could not make any recommendations to help them. They noted that the issue of their device only working for 8 months has not been resolved. The patient stated that the ins is not charged and has resulted in their cancer not being discovered earlier because they were not able to get an MRI. No further complications were reported or anticipated.